Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 19 th, 2019, senseonics was made aware of an incident where the physician was unable to remove the sensor on the first attempt made.